Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hypoglycemia. The customer blood glucose level was 22 mg/dl. Customers other blood glucose values were 25 mg/dl, 305mg/dl, 76mg/dl, 132 mg/dl and 140mg/dl. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer did allege pump was over delivering because customer had an insulin flow block and attempted to deliver a bolus and afterward their blood glucose dropped very low. Customer was also reporting insulin flow block alarm. Customer reports alarm did not occur during fill tubing. Customer reports event was resolved by changing complete set. The customer was assisted with troubleshooting. The customer was treated with food for low blood glucose level. The insulin pump will be returned for analysis. Pump passed functional testing.